Event description:
It was reported that patient was revised on a left knee due to instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femur. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.